Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place.

Event description:
The pt's live-in nurse reported "changes in therapy" and stated the pt was "wild eyed" and would cry "when around magnets, cell phone." Magnetized forks and knives caused a "reaction" when at the level of the pt's implantable neurostimulator. The symptoms developed after exposure to a theft detector or security gate while the device was turned on. Another health care professional reported that stimulation was turning off and "odd things have been happening to the pt." The hcp stated that "being in the room with cell phones, working on desktop computer, satellite dish, silverware have caused changes to pt's device." She also reported that the pt "laid down on a bed with head close to the tv and when she did that, the tv turned off." About a week later, the live-in nurse reported that the doctor deactivated the magnetic reed switch and that the pt was "feeling 100% better." She stated the ins was "low" and that the battery voltage was >3.9v." An ins replacement was scheduled. The pt's ins was replaced on (B)(6) 2010. The pt was having difficulty walking and was falling "a lot" after the replacement. Additional info has been requested, a f/u report will be sent if additional info becomes available.